Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr was unable to reproduce the problem reported by the customer. The ventilator was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the display on the vela ventilator is showing "motor fault". The customer advised there was no patient involvement associated with this event.